Event description:
It is reported that the patient experienced stiffness in the right hip and it resolved itself without treatment.

Manufacturer narrative:
Evaluation summary: no additional complaints have been received against the manufacturing lots of the product involved in this complaint. Primary operative notes were provided which were unremarkable. Six-week post op, x-rays were returned for review which show well placed components, however in comparison to the non-operative joint the neck length appears longer in the operative side. Pre-operative x-rays have not been provided. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity, and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considered the investigation closed.